Event description:
Per the clinic, the patient developed an upper respiratory tract infection approximately seven weeks post-operatively, which subsequently led to an implant infection. The patient was hospitalized on two occasions (specific dates not reported) for the administration of IV antibiotic (specific dates and duration not reported) and was also treated with oral antibiotic (specific dates and duration not reported). Subsequently, the device was explanted on (B)(6) 2025, under general anesthesia. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
Device analysis report attached.